Manufacturer narrative:
The last calibration was done on 12-nov-2020 and was acceptable. The qc recovery was acceptable. There was no indication of a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient with the cobas 6000 e601 module serial number (B)(4). The initial result was 174.3 pg/ml. This result was reported outside the laboratory and questioned by the treating personnel. A second sample was run with a result of <5 pg/ml. The original sample was then repeated with a result of <5 pg/ml.